Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+1.0/092 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019, the lens was explanted due to excessive vault and significant reduction of irido-corneal angles (ica). On (B)(6) 2019 a shorter lens was implanted and the problem was resolved. The cause of the event is reported as device.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro cnetrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).